Manufacturer narrative:
Other text: device evaluation- the device was returned for evaluation. The functional testing showed the device leaked warming fluid from the tank cover. Examination of the tank cover showed the screws had been over-tightened leading to damage in this area.

Event description:
It was reported the device was leaking. No adverse effects reported.